Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she had not used the scs system in several years. As such, the ipg was inoperable and would not communicate with the programmer and charger. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Stimulation was restored post-operatively.